Event description:
Customer reported that the alarm is broken but could not provide any more info. Customer did not specify the date when the issue was found. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue; the battery springs are bent inside the battery compartment and a pin in the rj-11 receptacle is pushed down. The alarm was tested with a working sensor, the alarm sounds continuously when weight is on the sensor pad. Unit passes all other functional tests. (B)(4).